Manufacturer narrative:
(B)(4). A review of the device history records indicated that the graft was processed, inspected and released according to procedures. No anomaly was found. No conclusion can be drawn. However, the available information would tend to indicate that the device was not defective.

Event description:
It was reported that the graft was implanted on (B)(6) 2015, along with an aortic valve replacement. The week of (B)(6) 2015, symptoms of thrombosis started. On (B)(6) 2015, the patient underwent an echocardiogram where sign of thrombosis were found, and possibly caused by the graft. No further information is available at this time.

Manufacturer narrative:
Peripheral embolism is usually due to dislodgement of thrombotic material from the vegetation(s) at the leaflet level (aortic valve). This complication is clinically known, as described in the scientific literature. Therefore, there is no implication of the graft in the events experience by the patient.

Event description:
The patient underwent emergency bilateral thrombectomy due to peripheral embolism.